Event description:
The patient reported that she has seen an increase in seizures. The patient reported that she believes the device is not functioning, but that she was recently seen by the physician's assistant and was told her device was working well. The patient reported that she feels that the device does not work as well as it once did and wants to see the neurologist. Attempts to obtain additional information have been unsuccessful to date.